Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no additional reportable findings identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the blurred and indistinct screen was not established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had image abnormality, and the screen became blurred and indistinct. This was observed during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.